Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) defibrillation lead exhibited an appropriate latitude red alert for >125 ohms shock lead impedance measurement. All other measurements appeared stable, and there was no oversensing. There had been no reported adverse patient effects.

Manufacturer narrative:
If new information becomes available, this report will be further evaluated and updated. Most recently, information was received that the out-of-range shock impedance measurements had continued. It was observed under fluoroscopy that the distal coil in the system was fractured. As a result, the shock lead portion was surgically abandoned and the rate/sense lead portion was explanted. A new rv lead was placed. There were no allegations or evidence of a device to lead connection issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) was explanted after being in service for 7 years to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.